Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device had a high internal leak condition and was found to be contaminated with dust. The blower motor, tubing, flow sensor assembly and sensor board need to be replaced to address the issues.